Event description:
It was reported that the patient experienced a low blood glucose episode while using a dexcom-integrated ilet system after entering multiple meal announcements to correct rising glucose, during which the ilet began delivering correction insulin while insulin on board remained and glucose was trending down; the event was managed with oral carbohydrates including fruit and juice. Symptoms included hypoglycemia with dizziness and shaking/tremors. Outcomes included medication required as an unexpected medical intervention and the event met the definition of a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interface and improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event. Thank you for your prompt reporting.